Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jul 5, 2017: legal medical records received. Pfs alleges pain, difficulty to walk, limp, limited movement, loss of mobility. After review of the medical records for MDR reportability, it was stated that the patient was revised to address large acute tissue reaction pseudocyst. Revision notes reported tented tensor and gluteal fascia, voluminous amount of large brownish material, giant massive cyst almost like brown pseudocyst, coagulated thick brownish material into the capsule, big erosion in the lateral aspect of the femoral neck proximally, lot of detritus below the acetabulum and all around it consistent with loosening erosion up through the undersurface of the acetabulum, and large cyst in the back of the acetabulum. On (B)(6)2013, patient was involved with an mva and experienced pain after. This complaint was updated on: jul 25, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor.